Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: mastectomy in the primary reconstruction.

Event description:
Healthcare professional reported " te was bent and stuck. After peeling off the stuck part and inflating it, it seemed to be usable, so [I] used it,...not a te that [I] had used so far." The device status is unknown.